Event description:
An attempt was made to deploy a 3.0mm diameter x 30mm length driver rx coronary stent into a pt. The target lesion, located in the lad #7, had 90% stenosis still present after pre-dilatation. It was reported that when the physician tried to deliver the relevant device to the lesion, he felt strong resistance. Some force was applied to the device on its advancement; however, the device could not cross the lesion. The physician withdrew the device from the pt's body and confirmed that the stent was deformed. No abnormalities were noted on inspection and preparation of the relevant device prior to use. The procedure was completed with deployment of another driver rx coronary stent at he target lesion. The pt is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. The hypotube was bent and wavy. Crimp/brake impressions were evident on the uninflated balloon. The balloon and inner were kinked approximately 13mm distal to the balloon bond. The balloon folds at that point were slightly raised/opened. The distal pillow balloon folds were also slightly opened. The distal tip was damaged. There was a clear liquid present in the inflation lumen. The sheath had been cut at one end. The stent was inside the sheath. A number of stent segments at one end were stretched and deformed. No further damage was noted.

Manufacturer narrative:
(B)(4): stent deformed in vivo during positioning. Eval results, conclusions: 90% stenosis. Force applied during delivery of relevant device.